Event description:
It was reported that there was no fluid flow through a one-link non-dehp microbore catheter extension set. This issue was further described as, ¿difficulty in flushing¿ and ¿could not push any fluid through the catheter extension set¿. This issue occurred during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: update quantity from: ¿ a one-link non-dehp microbore catheter extension set¿ (as reported on initial) to an unspecified quantity. Additional information was added to d9, h3, h6 and h10. H10: two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included priming the devices and checking the integrity of the connector¿s. As a result, the devices performed according to specification. Additionally, clear passage and pressure tests were performed and the results did not fail. The reported condition was not verified in either of the samples. Should additional relevant information become available, a supplemental report will be submitted